Manufacturer narrative:
Initial.

Event description:
On 15-apr-2026 the user reported that on (B)(6) 2026, they experienced hypoglycemia with a blood glucose of 40 mg/dl. The user was able to treat the low blood glucose by oral glucose without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced hypoglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported blood glucose values reaching as low as 40 mg/dl. The user treated the low glucose with oral carbohydrates. Based on available information, no device malfunction has been identified. The event resolved without the need for emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.